Event description:
The pen was not working well (device malfunction) (blood glucose abnormal). Case description: this spontaneous report received from foreign country and reported by a physician as "the pen was not working well" and "serum glucose abnormal", concerns a male patient treated with novopen 3 (insulin delivery device) from 2004 (drug stop date unknown) for "insulin-requiring type ii diabetes mellitus". In 2007, the patient experienced abnormal serum glucose up to 2.7 g/l while using a novopen 3. He noticed that the pen was not working as it should. Three days later, he then decided to take his dose from the cartridge by using a syringe and since then, the patient's serum glucose is back to normal. The pt's normal level of glycaemia was 1.1 g/l and his glycosylated haemoglobin was 5.6% seventeen days earlier. The next month, the fasting plasma glucose was 0.7 g/l. The overall outcome is reported as "recovered". Reporter's causality: probable. Novo nordisk's causality: reportable.

Manufacturer narrative:
Analysis results: visual and functional examinations were performed. The device was tested with a penfill cartridge and a novofine needle mounted. The pen delivers normally. The dose accuracy was measured by weighing. The penfill cartridge returned with the delivery device was used. The result was within acceptable limits. The press-fit connection between the pen body (metal tube) and the base nut (plastic) was loose. This may cause misalignment of the scale. Medical consequences of this fault: none - it be obvious to the user if the dose indicator is not returned to zero. Action taken: no action initiated regarding this fault for the following reasons: the fault is obvious to the user; the low number of reports. Product: insulin actrapid hm penfill 3 ml 100 i.e/ml (ge). Lot no.: sw51067. The returned product was examined visually. Furthermore, the parameters identify, assay, degradation, and insulin aspart related impurities were examined. The product was found to be normal. The results were found to comply with specifications.